Event description:
The hospital reported sterile processing noticed 7mm extended length endoscope had a cracked lens on this scope. It was not identified during a procedure or in contact with a patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.